Manufacturer narrative:
(B)(4). H2: additional information received: were the clips malformed, not closing completely? Yes, they only closed in the tips, not in the middle. How was the procedure completed? The patient had problems after the surgery. Was there any patient consequence? The patient stay in intensive care. If yes: please explain. The patient had a biliary peritonitis. How was the patient consequence resolved? The patient had to be reoperated. B1: is adverse event: yes. B2: is required intervention: yes. H1: type of reportable event is serious injury. Upon review of the additional information provided, it was concluded that this event meets the FDA defined criteria for an adverse event (serious injury) and is reportable to the FDA.

Manufacturer narrative:
(B)(4). Date sent: (B)(6)2020. D4: batch # t93x3v h2: additional information received: there was only one device of issue. The cystic duct was closed with (B)(4) clips ,one up and two low. Investigation summary the analysis results found that the er320 device was returned with no damage in the external components and with a clip in the jaws. The clip was removed in order to inspect the jaws and they were found with no damage. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained, and formed the remaining 9 clips as intended. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2019. Event day and event month were not provided. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts are being made to obtain the following information and the device: were the clips malformed, not closing completely? How many devices were used in the procedure that had a problem with malformed clips? How was the procedure completed? Was there any patient consequence? If yes: please explain. How was the patient consequence resolved? To date no response has been provided and no device has been received. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the laparoscopic clip applicators did not close well. It is unknown how the procedure was completed. Patient consequence was not reported.